Event description:
It was reported that the event involved a male pt while in the thoracic theatre. The procedure of product prep and spring wire guide (swg) insertion went well, but upon advancing over the swg the md was unable to advance fully. It appeared to get stuck when attempting to insert into the sheath. As a result, the intra-aortic balloon (iab) was removed. On visual inspection it appeared that the shaft of the iab could possibly be damaged and that is why there was an interruption in the central lumen to pass over the swg properly. Using the same sheath (since the iab did not unwrap on the first iab attempt) a second iab was used successfully. It was unk if the pt had tortuous anatomy. No medical/surgical intervention was required. It was unk if there was a delay or interruption in therapy with no harm to the pt. The pt outcome was stable.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.